Event description:
Reportedly, after receiving a remote report with a red alert (shock off), the physician had to reschedule a follow-up for a patient implanted two weeks before with the subject ICD. During the follow-up, it was observed that the shocks were set to on.